Manufacturer narrative:
Most recently, information indicates that this crt-d was removed from service. The competitor's rv lead was also removed from service as a result of fracture. Most recently, this medical device has been returned to the boston scientific crm post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the competitor's transvenous right ventricular (rv) lead exhibited out-of-range pace impedance measurements >2,000 ohms. There was loss of capture for this pacemaker dependent patient. The patient was being paced from the left ventricular (lv) lead. Inappropriate anti-tachycardia pacing did occur as a result of oversensing. It was determined that the competitor's rv lead had fractured and a surgical intervention to correct this issue was imminent. It was further noted that this crt-d may have subsequently reverted to safety core.

Event description:
--

Manufacturer narrative:
Upon return to the post market quality assurance laboratory, analysis confirmed this crt-d had been in safety core as a result of electrocautery damage. Visual inspection of the device case noted observation of electrocautery damage to the case. It was also confirmed that the device had logged multiple oscillator deviation faults that can commonly occur during an electrocautery procedure during the implant or explant of a device. Further analysis confirmed the device setscrews performed within normal limits. Rv impedance also measured within normal limits. The rv port pin gauge test passed. Therefore, the allegation of the high rv pace impedance could not be confirmed. As of this report, investigation is concluded. If new information were to become available, this report will be further evaluated and updated.